Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2018.: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was pacing under their lower rate. It was noted that the right ventricular (rv) lead likely had t-wave oversensing (twos). Both products are still in use. No patient complications have been reported as a result of this event.